Event description:
The customer called and reported the insulin pump would display was blank and would not return, despite insertion of 8 separate new batteries. Troubleshooting was performed. No relevant damage, corrosion, or moisture exposure was found. The display did not return when the customer was advised to clean the battery cap contacts and insert a new battery. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. No low battery anomaly could be verified due to the blank display. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.